Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure positioning difficulties were encountered with the pacing lead. It was also reported that sensing and threshold measurements could not be obtained. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.